Event description:
Reporter alleged blood glucose measured 550 mg/dl at 8:13 pm back to back with a result of 150 mg/dl at 8:19 pm. It was stated customer took normal 32 units of insulin two hours prior to the results, however takes an additional 4 units of a different insulin when glucose is 200mg/dl or greater. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.